Manufacturer narrative:
Product analysis: visual and optical inspection revealed the head of the screw had been damaged. Part of the screw head has been broken off with only one row of threads remaining on that side. Optical inspection did not reveal and cracks or damage that could contribute to the screw breaking. It appears the head of the screw was overloaded during the rod and set screw tightening process. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spine surgery. Intra-op, while the plugs were being locked to secure the titanium rod on the mono-axial screw, the screw broke. The broken implant was completely removed. A new implant was used along with the new locking plugs. There was a delay in overall procedure. Patient complications were reported to be unknown.